Manufacturer narrative:
The field service engineer (fse) was at the customer site on 03/09/2016. The fse observed the source of the leak to be the tubing at the pipette bypass valve (pbv). He replaced the leaking tubing. The system was operational. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported a contained leak at the pipette bypass valve (pbv) tubing. The customer was wearing personal protective equipment (ppe) at the time the leak was observed. There was no exposure to mucuous membranes or open wounds. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.